Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic biomedical technician (bmt) reported by email that the heparin line became separated immediately after initiation of a patient¿s hd pre-treatment and caused a blood leak. Upon follow-up, the registered nurse (rn) confirmed the separation between the arterial line connection close to the heparin line. There were no machine alarms during the treatment. There was no visible damage identified. There were no leaks noted during the priming, and no irregularities were noted on the combi set. Per rn the technician immediately stopped treatment when the detachment was observed. The patient¿s estimated blood loss (ebl) was unknown. The rn stated the technician was able to clamp the tubing and stop the leaking very quickly after the separation. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment on the same machine following the event and after re-setting up supplies. The sample was available to be returned for evaluation.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected from a fiber as a steady flow of bubbles were observed to emanate from the non-cavity ID end potting cut surface at approximately 80 during visual inspection it was found missing the heparin line to the red ¿t¿ connector. No solvent was observed in the port. The heparin line was not received. The alleged failure mode of separated heparin line was confirmed during sample evaluation. This kind of failure mode could be attributed to an inadvertent omission from the operator by not following the work instruction and not applying solvent correctly in the components during the manufacturing process (lack of solvent application). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A hemodialysis (hd) clinic biomedical technician (bmt) reported by email that the heparin line became separated immediately after initiation of a patient¿s hd pre-treatment and caused a blood leak. Upon follow-up, the registered nurse (rn) confirmed the separation between the arterial line connection close to the heparin line. There were no machine alarms during the treatment. There was no visible damage identified. There were no leaks noted during the priming, and no irregularities were noted on the combi set. Per rn the technician immediately stopped treatment when the detachment was observed. The patient¿s estimated blood loss (ebl) was unknown. The rn stated the technician was able to clamp the tubing and stop the leaking very quickly after the separation. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment on the same machine following the event and after re-setting up supplies. The sample was available to be returned for evaluation.